Manufacturer narrative:
The product was received in good condition with no visible damage observed. The unit failed functional testing, "p02: occlusion detected" did not occurs within 20 seconds after tubing occlusion. During troubleshooting of the unit, was discovered the occlusion sensor was not detecting occlusion. Replaced the occlusion sensor with known good component and the unit passed "p02: occlusion detected" did occurs within 20 seconds after tubing occlusion.

Event description:
It was reported that the "occlusion detected" error was not displayed on the metriq pump. There was no patient involved.